Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the short pin has been fractured confirming the reported event and minor damage suggesting repeated use over time. Sem analysis of the fracture surface identified that the fracture surface was heavily contaminated with organic material and oxide, precluding detailed fractographic analysis, however, it was concluded that the pin appeared to have experienced a brittle bending overload fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue was determined to be wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke midshaft. No adverse events have been reported as a result of the malfunction. The procedure was completed with the same device of a different set.